Event description:
Patient allegedly received an implant on (B)(6) 2015 via the right common femoral vein due to pe (pulmonary embolism). Patient is alleging migration, tilt, vena cava perforation, inability to retrieve the device, organ perforation-aortic, embedment, pain post-implant, and ivc (inferior vena cava) stenosis. The patient further alleges "I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries.", limitations/inability to engage in "walking at least one mile a day.", and "I cannot recall the exact date I began to worry and have anxiety about the status of my filter and any related injuries; and have not treated with a physician for these conditions." Per a report from CT dated (B)(6) 2017, "ivc filter is present. Ivc filter is slightly anteriorly and left laterally tilted. The apex of the filter is touching the left anterolateral ivc wall. Filter apex is approximately 2 .3 cm caudal to the lowest renal vein origin, right renal vein. No filter strut fracturing or bending. The 4 struts at the anterior com right lateral, posterior, and left lateral (12, 3, 6, 9 o'clock) positions perforate. The 12 o'clock struts perforates into the retroperitoneum. The 3 o'clock perforated strut abuts the aorta at the level of the bifurcation and could possibly be within the wall, differentiation is not possible. The 6 o'clock perforated strut appears to be possibly within or posterior to the adjacent l3-l4 anterior syndesmophyte. The 9 o'clock strut perforates into the retroperitoneum. The ivc cranial to the filter between the renal veins and the filter struts origin is slightly narrowed/stenosed."

Event description:
It is alleged the patient received a gunther celect filter on (B)(6) 2015. Patient alleges to have been injured without further explanation.